Manufacturer narrative:
Date of event is an unknown date in (B)(6) 2019. Device history record (DHR) review has been performed for the complaint device; no issues (nonconformance reports (ncrs) or deviations) with the manufacturing process have been indicated which might explain the failures observed. Therefore, no containment or correction action related to the individual complaint is required. The device was sent to the supplier for evaluation. The evaluation reports indicate: distal tip shows no signs of activation. Saline residue in suction tube. No visible damage to handle or plug. Electrical testing was performed, and the electrode passed the capacitance tests, the hipot test, and the return continuity test. The electrode failed the active continuity test. Functional testing was performed and the connection display, default values, available waveforms, minimum and maximum settings available tests passed. The activation tests failed. Ablate produced an output short error message and coag had no activation. To investigate the active continuity failure, the handle was opened up and continuity checks performed to locate the breakdown in active continuity. It was found that the continuity across the electrical crimp failed. This complaint can be confirmed. From the supplier¿s investigation, they were able to confirm the customer reported defect. The returned device was found to exhibit intermittent connection in continuity across the electrical crimp contained within the handle. The complaint failure mode confirmed during testing has been reviewed against the systems risk assessment document. A review of the supplier complaint records over the last 12 months to assess the frequency of this defect shows the frequency of occurrence is as anticipated in the risk analysis. DHR review has been performed for the complaint device; no issues (ncrs or deviations) with the manufacturing process have been indicated which might explain the failures observed. Therefore no containment or correction action related to the individual complaint is required. As detailed in the product control plan, this product is 100% inspected for continuity as part of its product test regime therefore all reasonable containment is in place and additional process containment work is not considered necessary. At this point in time, no corrective action is required, and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on an unknown date in (B)(6) 2019, patient underwent shoulder arthroscopy. Vapr electrode was inserted into vapr machine but didn¿t work. A new one was opened and used to complete the procedure. There was no delay in surgical time and no adverse effect to the patient. This report is for a vapr s90 electrode 4.0mm. This is report 1 of 1 for b)(4).